Manufacturer narrative:
The customer reports that the cns (central monitoring system) touch screen has gone bad and the back light on the display is not working. Attempts have been made to obtain more information on the nature of the malfunction. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) touch screen has gone bad and the back light on the display is not working.